Manufacturer narrative:
Skytron's distributor, (B)(4) received a call from (B)(6) med ctr on 1/31/2011, registering a complaint for a skytron 3600b surgical table that had malfunctioned. They claimed that the head/back section had become disengaged from the locking axis pin. Additionally, they claim that they were never trained or instructed on removing the head/back section and wonder if it had been disengaged since their purchase 11 months ago. The crna was interviewed and claims he pressed the 'back up' button on the table's hand control when he heard a sound and felt the table torque. He said he then pressed the 'brake lock button' (there is no such button on the skytron pendant) and then felt the table tremor so he pressed the back up button and felt the table torque again. He thought the table was making a "creaking" sound so he stopped and that is when the back/head section fell off. It is skytron's policy to in-service the staff on their new purchase when they receive the product; (B)(6) was in-serviced on (B)(4) 2010. The in-service form includes a section on weight precautions with emphasis on learning how to verify the proper security of the head/back and leg section(s). Further, an operator's manual is sent along with the new product which also explains in figure 2-19 an example of head section removal. To date, skytron has never heard of, or received any complaints on the axis pin and the potential of the head/back section becoming disengaged. An ongoing investigation is underway to review this event.

Event description:
Facility claims a skytron 3600b head/back section became disengaged from the axis pin causing a potential safety issue.